Manufacturer narrative:
An attempt ot inflate th balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was longitudinal tear on the balloon, approximately 4.5mm from the balloon proximal tip. The review of the lhr (lot f1226306) indicated tha the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the bifurcation via a 5f sheath (model unknown). A 50/50 contrast and saline mixture was used. Per-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is trained user, elected the mynxgrip vascular closure device 5f/7f to close the access site. It was reported that the balloon ruptured before it reached the arteriotomy. The device was removed and the patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient was discharged from the hospital on (B)(6) 2013 with clinical sequela noted.